Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient¿s transmitter was removed because it was probably not working per the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.